Event description:
It was reported that the device is not holding a charge. When the ac power cord is plugged into the ac input module, the unit will appear to charge and illuminate the ac power led. After some number of minutes, if the unit is bumped, the ac power led will go out and the unit will stop charging. The unit will engage in monitoring as long as they ac input module is making contact with the solder points. There was no pt indecent reported.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.